Event description:
A call to technical services was made on (B)(6) 2013 stating that this lead was experiencing noise on (B)(6) 2013 with asystole for > 10 seconds. The patient had an rv threshold of 6 v at 1 .5 msec. Patient had complaints of shortness of breath and fluid retention. The lead was implanted on (B)(6) 2007 and is still in active use. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).